Event description:
It was reported that the device was in back-up mode. The device had been programmed to high outputs of 3.5 v in both chambers. The patient had been non-compliant with scheduled follow-ups.